Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid, fever and abdominal pain. The breach in aseptic technique was further described as "possible cause of suspected malpractice". The same day as the event onset, the patient was hospitalized and treated with vancomycin (at a dose of 2.2 gram followed by at a dose of according to levels for maintenance treatment), tobramycin (at a dose of 44mg, followed by at a dose of 44mg, intraperitoneal for maintenance treatment) and mepivacaine (at a dose of 5ml) for the event. At the time of this report, the patient has not recovered from the events and action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.